Event description:
Per email: according to customer, during "fess" surgery the blade have been broke. The piece of the blade got into the gastric. 17aug2020 additional information: how was the piece of blade retrieved? The scissor blade came out from the body through the digestive tract was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? X ray photo taken. What was the patients outcome? The patient is not injured as a result of the disintegration of the blade and its passage within the patient's body. Was the procedure completed as planned? The surgical procedure was completed as planned. Is the lot number available? No. No further information available.

Manufacturer narrative:
Follow up. (B)(6). The sample was provided, and an evaluation was performed. The root cause is overstressing of the instrument. There was too much lateral pressure on the working part of the scissor. The tc-material of the lower blade broke out. The solder material on the surface is in good condition. The heat treatment and braze process meet specifications. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue. H3 other text : see h10.

Manufacturer narrative:
(B)(4). 13aug2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per email: according to customer, during "fess" surgery the blade have been broke. The piece of the blade got into the gastric. 17aug2020 additional information: how was the piece of blade retrieved? The scissor blade came out from the body through the digestive tract was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? X ray photo taken. What was the patients outcome? The patient is not injured as a result of the disintegration of the blade and its passage within the patient's body. Was the procedure completed as planned? The surgical procedure was completed as planned. Is the lot number available? No. No further information available.